Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 ipg; however, it is unknown which ipg(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: ipg, model: 3664, UDI: (B)(4), serial: (B)(6), batch: a000098197.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue. It is unknown which ipg is affected.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.